Manufacturer narrative:
A visual examination of the returned device revealed that the balloon had detached from the shaft at the proximal weld with some evidence of force being used to detach the balloon and could not be inflated. The complaint has been assigned a root cause of operational context. A review of similar complaints was carried out and no similar complaints were found. A DHR review confirmed that this device met all material, assemble and performance specifications.

Event description:
It was reported to boston scientific corporation on (B)(6), 2010 that an cre dilatation balloon was used to dilate a malignant stenosis on (B)(6), 2010 (patient age, gender, weight and identifier are unknown.) According to the complaint, during the procedure the balloon failed to inflate and was removed from the patient. Once removed, the customer determined that the balloon had detached from the catheter and could not inflate. There were no fragments left in the patient and the balloon was removed completely. The procedure was completed with another cre balloon with no patient complications. The patient's condition was described as "stable."

Event description:
It was reported to boston scientific corporation on (B)(6), 2010 that an cre dilatation balloon was used to dilate a malignant stenosis on (B)(6) 2010 (patient age, gender, weight and identifier are unknown.) According to the complaint, during the procedure the balloon failed to inflate and was removed from the patient. Once removed, the customer determined that the balloon had detached from the catheter and could not inflate. There were no fragments left in the patient and the balloon was removed completely. The procedure was completed with another cre balloon with no patient complications. The patient's condition was described as "stable."

Manufacturer narrative:
Although the suspect device has been received, the evaluation has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)